Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was unknown. The date of the event was (B)(4) 2018. It was reported a motor stall was seen at initial interrogation. The logs were read, and motor stall recovery occurred. The patient had MRI on (B)(6) 2018 and did not have the pump status check done post MRI. The patient was the office (B)(6) 2018 for a refill and it was noted a motor stall occurred at the same date and time the MRI was done. The hcp rechecked the pump status with logs and a motor stall recovery log occurred at the same time the pump was interrogated (B)(6) 2018. The patient did not hear the pump audibly alarming since the MRI was done. The patient experienced increased pain since the MRI was done. No further complications were reported.